Manufacturer narrative:
Citation: morrical bd et al. Melody valve in mitral position: complete fracture causing acute mitral stenosis in a child. Catheter cardiovasc interv. 2019 feb 1;93(2):e101-e104. Doi: 10.1002/ccd.27683. Epub 2018 oct 31. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with a history of complex congenital heart disease requiring multiple mitral valve replacement surgeries. The patient presented with acute fatigue and shortness of breath and had a 20 mm medtronic melody transcatheter valve (serial number not provided) implanted valve-in-valve into an existing non-medtronic bioprosthetic mitral valve. A post implant echocardiogram showed a mean gradient of 8-10 mm hg with trace valvular regurgitation and no paravalvular/intervalvular leak. Additionally, valve position was verified with fluoroscopy and exhibited good position within the mitral annulus and a fully intact stent frame. Five months post implant, a chest radiograph displayed minor stent fracture without loss of integrity or change in mean gradient. Eight months post implant, the patient presented to the emergency room with acutely worsening shortness of breath and fatigue. An echocardiogram showed worsened mitral stenosis with a mean gradient of 20 mm hg and systemic right ventricular pressure. It was reported that a ¿mobile segment of the melody valve was visible in the proximal portion of the inflow with a hinge-like effect that closed off mitral inflow during diastole.¿ fluoroscopic assessment of the valve revealed loss of stent integrity, multiple fractures, with collapse of the proximal portion causing dysfunction and acute mitral stenosis. Subsequently, the melody valve and the existing non-medtronic bioprosthetic mitral valve were surgically removed and replaced with a 23 mm non-medtronic mechanical valve. During removal, it was noted that ¿direct visualization confirmed the complete fracture of the valve.¿ no additional adverse patient effects or product performance issues were reported.